Manufacturer narrative:
Other relevant device(s) are: catalog # aexch222240, serial # (B)(4), use by date: 2011-08-04, manufactured date: 2009-08-12, and upn (B)(4). Catalog # aexch222240, serial # (B)(4), use by date: 2011-01-06, manufactured date: 2009-01-13, and upn (B)(4).

Event description:
A talent stent graft system and aneurx stent graft system were implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented for a follow up appointment. The CT revealed that the aneurx stent graft aortic cuff and the talent bifurcated stent graft system have a type iii separation endoleak. The aneurysm remains at 6 cm in diameter. The physician elected to implant two endurant iliac limbs and the type iii separation endoleak was resolved. Per the physician, the cause of the proximal type iii separation endoleak were due to patient anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.